Manufacturer narrative:
This device model is associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-00272. It was reported the pt ((B)(6)) experienced heating at the ipg pocket when recharging. The reported warmth is said to emit from the charging wand and can be felt after 20 minutes of charging. The pt describes the resulting sensation as hot and burning. The pt is reportedly charging in increments and does not place the charging wand directly on his skin. No intervention is planned; however, this situation will continue to be monitored.